Manufacturer narrative:
The pump was received with an intermittent up button response due to the corroded keypad trace. There was no rolling numbers, ramping numbers on their own, or scrolling bar moving anomaly noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the numbers kept scrolling on the insulin pump. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer stated that he tried to enter 147 for the blood glucose test but it went up to 300. Customer took the battery out of the pump and put it back in. Customer stated that the pump is now counting from 1 to 6 and is scrolling. Customer stated that he is on the gulf coast where the humidity is about 100%. Customer stated that the issue is just normal wear and tear and the pump has not been dropped on concrete. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.